Event description:
It was reported that the patient had four specify leads that had all failed and had to be replaced. See MFR. Rep. # (B)(4) for a previous report of lead issues.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot#: unknown, product type: lead. (B)(4).